Event description:
No additional information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, g3, h2, h3, h6 the reported event was confirmed via provided picture. Visual examination of the pictures identified the explanted articular surface with signs of wear and use on the proximal mating surface. The post feature of the implant was found to be fractured off. As device was no returned, further evaluations could not be made. Review of the device history records identified no deviations or anomalies during manufacturing. It was reported that the patient fell, however the reason for the fall is unknown and therefore a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient fell. Subsequently, the surgeon brought the patient to or assuming the post was broken which it was. Revision of the articular surface was completed successfully. It is not known if the fracture caused the fall or the fall caused the fracture. No additional information available.